Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ severe lower abdominal pain') and back pain ('pain/ severe lower back pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included hypothyroidism (mild) on (B)(6) 2009 and human papilloma virus infection. Previously administered products included for swelling: lidocaine; for birth control: mirena. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced cold sweat ("cold sweats") and skin disorder ("other skin conditions"). On (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), feeling abnormal ("brain fog"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), allergy to metals ("allergic reaction to nickel"), pruritus ("itching/ body itching") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the abdominal pain lower, dizziness, feeling abnormal, alopecia, pruritus and nausea had resolved and the cold sweat, migraine, headache, skin disorder and allergy to metals was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, cold sweat, dizziness, feeling abnormal, headache, migraine, nausea, pruritus and skin disorder to be related to essure. The reporter commented: patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved. Diagnostic results: on (B)(6) 2009, findings: benign-appearing endometrium. Anteverted uterus which normal in size most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Outcome for previously reported events: pain/ severe lower abdominal pain, pain/ severe lower back pain, brain fog, dizziness is updated to recovered. New event: did not undergo essure confirmation test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), cold sweat ("cold sweats"), dizziness ("dizziness"), feeling abnormal ("brain fog"), migraine ("migraines"), headache ("headaches"), pruritus ("itching"), skin disorder ("other skin conditions"), alopecia ("hair loss") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2009. At the time of the report, the abdominal pain lower, back pain, cold sweat, dizziness, feeling abnormal, migraine, headache, pruritus, skin disorder, alopecia and allergy to metals was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, cold sweat, dizziness, feeling abnormal, headache, migraine, pruritus and skin disorder to be related to essure. The reporter commented: patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/ severe lower abdominal pain") and back pain ("pain/ severe lower back pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), pruritus generalised ("itching/ body itching") and nausea ("nausea"). In 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), cold sweat ("cold sweats"), dizziness ("dizziness"), feeling abnormal ("brain fog"), skin disorder ("other skin conditions") and allergy to metals ("allergic reaction to nickel").the patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the abdominal pain lower, back pain, cold sweat, dizziness, feeling abnormal, migraine, headache, skin disorder, alopecia and allergy to metals was resolving and the pruritus generalised and nausea had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, cold sweat, dizziness, feeling abnormal, headache, migraine, nausea, pruritus generalised and skin disorder to be related to essure. The reporter commented: patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events itching and pain were updated, respectively, to body itching and lower abdominal pain /lower back pain. Event added: nausea. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.